Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and a tampon piece remained inside the consumer's body for 3 days. The provided information indicated that the consumer experienced vaginal a foul odor, nausea and cramping. The consumer went to the health department to get treated for a bacterial infection.